Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had paresthesia in the wrong location. Patient stated she ended up having her device moved to the other side since it was stimulating the wrong area. Patient stated it was stimulation her thorax, upper chest and upper abdomen area when she needed it in her lower back. Patient stated she had multiple reprogramming done to the device but it did not resolve the issue. Patient stated she now has a non-rechargeable device implanted. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer and the representative. It was reported that the patient was receiving an MRI and when they tried to enter MRI mode they saw a message that said "MRI eligibility cannot be determined". The patient was advised to follow up with their healthcare provider to determine their eligibility. The representative asked if the patient could have an MRI if stimulation was turned off and it was reviewed that this couldn't be recommended and that the MRI center would have to be comfortable with the information they had to do that. No further complications reported.